Event description:
It was reported that the procedure was to treat a popliteal artery. The 7.0x100mm absolute pro vascular self expanding stent system (ses) was advanced to the target lesion however the thumbwheel had a lot of resistance and was difficult to slide. A bit of force was used and the absolute pro stent was deployed. During the same procedure the patient experienced claudication in the leg it was noted that a previously implanted 6.0x150 supera peripheral stent was heavily restenosed in the distal end of the lesion. A little bite of clot was treated with a non-abbott 6x50 stent. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. The reported patient effects of stenosis and pain are listed in the supera peripheral stent systems instructions for use as potential adverse events. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known the additional device referenced in b5 is filed under a separate medwatch report number.